Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was admitted to hospital on (B)(6) due to low blood glucose level. The low blood glucose level of customer was 50 mg/dl. The current blood glucose level of customer was 200 mg/dl. Customer¿s blood glucose increased from 60 mg/dl to 300 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food or carb intake. Customer was treated with intravenous insulin drip. Customer alleged that the insulin pump was over delivering insulin. Customer had dizziness, turned pale, confused, uncooperative or not responsive at the time of incident. Customer often experienced error messages when rewinding the insulin pump. Troubleshooting was performed. The reservoir will not be and insulin pump will be returned for analysis.